Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of customer provided image found a screw fractured into multiple pieces. One undated photo was provided for review and confirms the reported screw breakage. Per e-mail communication the broken pieces where retrieved from the patient. The procedure was completed using a back-up device. It was also communicated that the ¿patient is fine.¿ since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an acl reconstruction, the biorci screw broke during insertion into tibia. All the broken pieces were retrieved using tweezers and no additional bone hole was required. The procedure was completed with a backup device and no significant delay was reported. No further complications were reported.